Manufacturer narrative:
MDR 3003442380-2026-57036 / Initial 2 of 2.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.

Event description:
It was reported that the patient experienced two hyperglycemia events on(b)(6) 2026 and (b)(6) 2026. The high blood glucose level was treated by correction bolus via pump. The infusion set was used for less than twenty-four hours.